Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow. This was noted prior to patient use. The user removed the cap; however, the drug did not flow out of the device. The device had been filled with levosulpiride and octreotide. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between january 26, 2018 ¿ january 30, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.